Manufacturer narrative:
(B)(4). Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify communicate to bg meter, carelink pro due to unresponsive button. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the problem was not with the insulin pump at all, he stated that he had used his fingernail since he got the insulin pump. No harm requiring medical intervention was reported. The customer was declined troubleshooting the issue. The device will not be returned for analysis.